Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. As well, as that the pump was warm to the touch. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose. No backup currently available. Caller will reach out to hcp.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.